Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer had been using cartridge for 6 days. Customer was informed cartridges should be changed every 2-3 days per the user guide. Customer will reportedly change pump supplies and resume insulin delivery. Customer's blood glucose was 210-350 mg/dl.